Event description:
It was reported that patient right ventricle (rv) lead and pacemaker exhibited loss of capture and no r-wave were sensed. The pacemaker remains implanted and the rv lead was revised on (B)(6) 2024. During the lead revision procedure, the helix of the rv lead failed to be extended and retracted and was identified to be micro-dislodged. The physician elected to explant the rv lead and replace with a new lead. The patient was stable throughout the procedure.